Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Intestinal ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2018, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced an intestinal ulcer, secondary to the peg and internal bumper moving into the small intestines. On (B)(6) 2020, the patient experienced syncope and fall, which resolved on the same day. On (B)(6) 2020, the patient was hospitalized for shortness of breath, chest pain, and intestinal bleeding. The patient was treated with blood transfusion. The peg tube and internal bumper have been repositioned to the correct location. The patient was discharged from the hospital on (B)(6) 2020.